Manufacturer narrative:
Continuation of d10: product ID: 3389s-40, serial# unknown, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a routine interrogation, the patient's device displayed a power-on reset (por) error. New high impedances were detected on contact 10 for the right anterior nucleus of the thalamus (ant). The factors contributing to the issue remain unknown. Diagnostics involved re-running the impedances and decreasing the stimulation, which temporarily cleared the por error. Despite these actions, the issue was not resolved at the time of the report, and no further information is available from the healthcare professional. No surgical intervention occurred or is planned.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the physician chose to program around the open.